Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016 device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. A lot review investigation of the incoming cartridges per lot was completed prior to release of this lot and ensured that all cartridges passed for this lot.

Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose of 350mg/dl with multiple symptoms associated with a loss of prime issue. The patient reportedly experienced the following symptoms with elevated bg: bloating/stiffness, nausea, excessive urination, extreme thirst, extreme drowsiness, confusion, symptoms of dehydration, and unspecified ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, it was noted the pump emitted a loss of prime warning three or more times, and that the issue was associated with cartridges not being used appropriately per the instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge that led to loss of prime warnings.